Event description:
It was reported that patient underwent elbow arthroplasty in 2003. Subsequently, radiographs taken revealed that the ulna implant fractured. A revision surgery was performed in 2009 to remove, and replace the component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur.